Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "issue during the intubation of the patient. Bad view and staff noticed that the end of the cold light is broken and that the proximal end is inside the throat of the patient. So the staff removed the detached piece from the patient. No other consequence". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured as per release specification. The sample was returned for evaluation; however, ups tracking information indicates that it was held up in customs. If the sample is returned to the investigation site, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "issue during the intubation of the patient. Bad view and staff noticed that the end of the cold light is broken and that the proximal end is inside the throat of the patient. So the staff removed the detached piece from the patient. No other consequence". Patient condition reported as "fine".